Event description:
It was reported that nurse opened universal baseplate size 4 implant to pass onto field and when pulling back outside implant cover, the second implant cover was folded back with the outside cover. There was questions on whether it was still sterile. Another implant was used.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.